Event description:
It was reported by the patient that during a device interrogation they "couldn't get a reading." It was later reported by a company representative that the atrial lead threshold had increased and the lead was not capturing. Additionally, the patient's clinic noted that the patient does not want to undergo a lead revision. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.